Event description:
The patient's husband reported the infusion pump was explanted due to "problems unrelated to the battery". The implanted duration was approximately 38 months. Device records indicate the pump was infusing morphine. Information has been requested from the patient's physician regarding details associated with the reported event, and a follow up report will be sent when new information is received. The patient was implanted with a new synchromed ii infusion pump.